Event description:
Two healthcare workers complained of burning sensation and redness on the hands upon removal of load from a completed cycle. The workers were prescribed an unspecified ointment from their physicians and their symptoms resolved within one day.